Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a white foreign material in the air/water channel and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 to include foreign material found at the air/water cylinder. H6 component code was updated as well. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material. The foreign material may have remained because the device was not reprocessed properly due to leak from guide pin of the electrical connector. The type of foreign material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use: the evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and the evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.